Manufacturer narrative:
Philips remote service engineer (rse) spoke with the biomed who clarified they wanted to know who silenced the alarm for the patient. The rse transferred the biomed to a philips field service support technician (fsst) who assisted the biomed further. The biomed stated they wanted to review the data from the pic ix for spo2 to determine if it was monitoring and if the alarm was silenced. The patient was being monitored for spo2 using an mx40, but they were not seeing spo2 data at the pic ix. The fsst instructed the biomed on reviewing the clinical audit trail and the biomed stated they can see spo2 alarming for both yellow and red spo2 alarms, and an acknowledgement for a non-invasive blood pressure (nibp) alarm around the timeframe in question. The fsst then reviewed the clinical workflow and the biomed stated that patients are sometimes monitored on the mx40 for both spo2 and electrocardiogram (ECG), but this patient was on spo2 only with other parameters being monitored on the bedside monitor. The fsst then had the biomed check the setup for the mx40 spo2 mode and the mode was defaulted to ¿manual¿. The fsst advised that spo2 must be changed to continuous if they¿re wanting to monitor spo2 continuously from the mx40. The fsst and biomed were unable to identify what equipment was assigned to the patient¿s room, as the patient was transferred to the ICU, but the fsst advised them to go to the ICU to review the patient data under the ¿general review¿ for that timeframe and determine if the spo2 values are seen and if they are listed under spo2t. The pic ix system did not malfunction. Additional information received from the fsst indicated the biomed received their emails and was able to review the clinical audit and could see that the spo2 alerts occurred and sounded. No further investigation or action is warranted at this time. Patient/user involvement.

Event description:
The customer biomedical engineer (biomed) reported a patient experienced distress, and was transferred to intensive care (ICU) due to a low spo2 event. Further, the biomed reported the spo2 option was not on the monitor associated with their philips information center ix (pic ix).